Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that interrogation was an issue. However, able to confirm the customer comment that the date and time was incorrect. Analysis also revealed that the programmer had corrosion on keyboard compartment and internally. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned because it would not interrogate implantable devices but was able to interrogate with a device in the box. It was noted that the date and time on printouts from older devices was inaccurate. The programmer subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.